Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported therapy was turning off by itself when it should be on. It would randomly go off and sometimes the voltage numbers would randomly show that it was at 0. These changes occur when the implantable neurostimulator recharger (insr) and patient programmer are not in contact with the implantable neurostimulator (ins). Randomly the patient was in a lot of pain, had a random return of symptoms, and did not feel like stimulation was working. When they look at the patient programmer it showed that it was off. The patient was very careful when charging or programming so as not to turn stimulation off. The issue was not related to positional movement and would happen intermittently in any position. The device status was reported to be unknown. These issues started 2-3 weeks ago in (B)(6) 2017. No further complications were reported.